Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found a foreign object was clogging the nozzle. In addition, non-reportable malfunction were found during evaluation; switch box had a crack, due to damage on circuit board of video plug section the b31(scope communication err) occurred, due to wear of angle wire the bending angle in up direction does not meet the standard value, scope ID was not displayed, connecting tube had buckling, scratch, and a dent, light guide (lg) lens had a crack, video cable was sticky, the universal cord was sticky, the video cable had a scratch, universal cord had a wrinkle, the video connector had a crack, due to a dent on channel (ch-tube) the forceps cannot be inserted smoothly, control unit was dirty due to water leakage, adhesive on bending section cover (a-rubber) had white-clouded area, due to wear of angle wire, the play of upward/downward (u/d) knob is out of the standard value, video connector and light lg connector was dirty due to water leakage. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the gastrointestinal videoscope had b30 error and control body defect. The issue was found during and unknown procedure. The device was returned for evaluation. During the device evaluation, the foreign object was clogging the nozzle was found. There were no reports of patient injury or harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. The foreign material could not be identified and the cause of the material remaining in the device could not be specified. There was no damage to the area where the foreign material was detected and it is unknown if reprocessing was performed according to the instructions for use (IFU). Three attempts were performed to obtain additional information, but no response was received from the customer. The event can be detected and prevented by handling the device in accordance with the following IFU: gif/cf-170 series operation manual chapter 3 "preparation and inspection" shows how to detect the event. Gif/cf-170 series reprocessing manual chapter 5 "reprocessing the endoscope (and related reprocessing accessories)" shows how to prevent the event. Olympus will continue to monitor field performance for this device.